Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the patient's generator replacement, high impedance was observed intraoperatively. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient received a replacement on (B)(6) 2025 where high impedance was detected on the device. Generator was implanted. On (B)(6) 2025, patient underwent revision where a new generator was implanted. High impedance was resolved. Lead malfunction can be ruled out. The suspected device has been discarded and will not be returned. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
B5, describe event or problem, corrected data: x-ray results were inadvertently not submitted with initial report. H6, adverse event problem codes, corrected data: initial report inadvertently submitted without corresponding health effect - impact codes.

Event description:
X-rays were received and reviewed. The generator is located the patient¿s left chest and the feed through wires appears to be intact. Whether the lead pin was fully inserted could not be assessed due to the low resolution of the image. The majority of the patient¿s leads are unable to be visualized on the provided x-rays due to the quality of the images provided. No gross discontinuities or sharp angles are observed in the visible portions of the patient¿s lead. The presence of tie downs, and whether or not the lead is routed behind the generator could not be assessed due to the low visibility of the lead. No cause for the patient¿s high impedance could be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.